Event description:
The consumer reported a false negative result with the binaxnow covid-19 self-test. The consumer received confirmatory testing via unknown platform at a health clinic and generated a positive result the day after using the binaxnow covid-19 self-test. The consumer was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Correction: correction initial MDR. Aware date (g4) is 11jan2022.